Event description:
It was reported that this right ventricular (rv) lead became dislodged and was exhibiting high pacing threshold measurements. The physician re-position the lead. No additional adverse patient effects were reported.